Event description:
Reporter alleged obtaining a result of 577 mg/dl on inform system 1 compared back to back with a result of 210 mg/dl on inform system 2 when testing was performed within 10 minutes. Reporter stated that the patient was treated with 7 units based off of the result of 210 mg/dl. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. (B) (6).

Event description:
It was reported that a confirmed motor stall occurred, with a tube set message. The patient's condition was not known. The medication, concentration, and the dose used in the patient's pump were not reported. No further details, patient symptoms or outcome were reported. Additional information was requested but not available at the time of this report. A follow-up report will be filed if additional information becomes available.